Event description:
Surgeon attempted to implant a lens. The lens tore prior to insertion into the eye. Surgeon notice the lens was tearing as he advanced the lens as it was coming out of the cartridge. Surgery was completed using a different lens. No patient event or injury. It is unknown if the device malfunction.